Event description:
During incubation process the handle of stylet broke off. The stylet was then unable to be removed from the endotracheal tube. The patent could have potentially been adversely affected. The entire et tube had to be removed and the patent was reintubated.